Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf-170, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf-170, chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer's complaint. It was also found there was a nozzle water draining problem, insufficient angle play, the plastic distal end cover and rubber adhesive were scratched, the rubber adhesive was cloudy, the image guide tube was buckled and scratched, ore-made scratches on the operation unit side and video cable side, and the light guide snake tube was scratched. The device was reprocessed in accordance with the instruction manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope had a defective air and water supply. The issue was found during preparation of use for a diagnostic procedure. The procedure was able to be completed. The device was returned for evaluation. During the device evaluation, foreign material was clogged in the nozzle and adhered to the angle knob. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.